Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 2.25 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device was caught by the port of a non-bsc guide extension catheter and the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported.